Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) was explanted and replaced due to infection. No new device was implanted. No additional adverse patient effects were reported.